Event description:
The olympus representative reported on behalf of the customer, all of the light-emitting diodes (leds) were continuously glowing on the video system center and the digital video interface (dvi) output was not working which resulted in no image. The issue was found during routine inspection. The issue was from (B)(6) 2021 and was repeating even after parts were replaced three (3) times parts replaced. No patient harm reported. This complaint is related to patient identifiers (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, regarding the following phenomena: (1)¿front panel all led are continuously glowing due to faulty zz board.¿ the faulty zz board that controls led of the front panel was determined to be the cause of the phenomenon. (2) ¿no image from dvi output due to faulty dp¿. The faulty printed circuit (dp) board that performs image processing and dvi output processing was determined to be the cause of the phenomenon. The cause of the faulty boards could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.